Manufacturer narrative:
The device was not returned to mmdg. Therefore no evaluation was able to be performed. Device was not returned to mmdg.

Event description:
The initial reporter stated that the pump they were using over-delivered. The pump was supposed to infuse 1600 cc overnight, but the bag was empty at 10pm. During a follow-up conversation the initial reporter was not able to provide much additional information, but did report that there were no adverse effects to the patient. [Complaint-(B)(4)].